Event description:
Reportedly, patient expired approximately after an implant duration of 0 days, due to complication of surgery. Health care professional stated it was not device related. Device was not explanted.

Manufacturer narrative:
Device not returned.